Event description:
Patient in nicu was stable and receiving gavage feedings on the day of the event. Developed significant clinical change with tachycardia. Abdomen slightly distended and "doughy". X-ray showed perforation with large amount free air in the peritoneal cavity. Stabilized and sent for laparotomy with closure of a greater curvature gastric perforation of questionable etiology. Patient expired two days later with cause of death noted as overwhelming sepsis and gastric perforation.